Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer smelled insulin and was unsure where the smell was coming from. During troubleshooting with tandem's technical support, the customer reported that no insulin was leaking from the cartridge, luer lock, or site. Reportedly, the customer did not feel dampness or wetness anywhere. All the supplies were changed and insulin delivery was resumed. The customer's blood glucose level was 206 mg/dl.